Manufacturer narrative:
Based on the claim against the product by the customer noting, the monopolar curved scissors (mcs) instrument moved with unintuitive motion. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed and found to have a broken grip cable at the distal end. The broken grip cable most likely caused the unintuitive motion (moving in the wrong direction) when the instrument was placed on an in-house system. The complaint regarding broken cable causing unintuitive motion was confirmed, by failure analysis. Which indicates, that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis confirmed, that the mcs instrument exhibited unintuitive motion (moved in the wrong direction). Unintuitive motion could lead to subsequent tissue damage. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, that during a da vinci-assisted nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument moved unintuitively. A backup instrument was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) instrument was inspected prior to use with no abnormality. The customer confirmed, that the instrument stopped working during the procedure and did not move at all persistently. The issue occurred while the surgeon¿s head was inside the surgeon side console (ssc) high resolution stereo viewer (hrsv). Shakiness/ friction and external collisions did not occur. There was no instrument-to-instrument or system arm-to-arm interference. The drape accessory will not be returned. And the lot number was unknown.